Event description:
It was reported that on (B)(6) 2025, a 25mm navitor vision valve was selected for implant using a small flexnav delivery system (ds). The patient had a prior medical history of aortic stenosis (as) and a nickel allergy. The site radiologist measured the perimeter of the annulus to be 67.2mm2. Left coronary arteries (lca) and right coronary arteries were noted to be at 14.3mm and 13mm. Further discussion was had between the physician and the patient about their nickel allergy and the decision was made to proceed with the procedure. There was no calcification extending beneath the aortic annular plane in the interventricular septum. During the procedure, a pre-implant balloon aortic valvuloplasty (pre-bav) was performed with a unspecified 20mm balloon. The valve was implanted successfully at a depth of 4mm on the non-coronary cusp (ncc) and 5mm on the left-coronary cusp (lcc). Under echocardiogram (echo), the gradient was observed to be 3 mmhg with a trace amount perivalvular leak (pvl). Aortic root angiogram showed patent coronary arteries. Flexnav ds was removed and preclosure was completed. Post-angiogram of rfa, the patient received protamine after which their rhythm changed to st elevation, and subsequently anterior akinesia observed through echo. After a guide catheter was brought up to the left main (lm) coronary artery ostium, an acute coronary occlusion was confirmed with an angiogram. Percutaneous coronary intervention (pci) with stent placement restored vessel patency, resolving the event; however, the patient developed reperfusion injury leading to ventricular fibrillation. Defibrillation was administered to the patient and restored normal sinus rhythm (nsr) and was stabilized. There was no clinically significant delay reported. The physician believes that the native leaflet might have caused the coronary obstruction but doesn't believe the patient or user experienced any adverse health consequences due to the performance of the product. The patient was discharged from the hospital.

Manufacturer narrative:
An event of perivalvular leak, st elevation, anterior akinesia, acute coronary occlusion, reperfusion injury leading to ventricular fibrillation was reported. A returned device assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Based on the available information, the cause of the reported incidents could not be conclusively determined. The reported unexpected medical intervention was a result of case-specific circumstances as stent was placed to address the coronary occlusion and defibrillation was performed to address the ventricular fibrillation. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device. It should be noted that per the instruction for use (IFU), arten600249797 revision b, "the valve is contraindicated for patients with inability to tolerate antiplatelet/anticoagulant therapy or nitinol alloy (nickel and titanium), or who have active infections, including endocarditis."

Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2025, a 25mm navitor vision valve was selected for implant using an unknown sized flexnav delivery system (ds). The patient had a prior medical history of aortic stenosis (as) and a nickel allergy. The site radiologist measured the perimeter of the annulus to be 67.2mm2. Left coronary arteries (lca) and right coronary arteries were noted to be at 14.3mm and 13mm. Further discussion was had between the physician and the patient about their nickel allergy and the decision was made to proceed with the procedure. During the procedure, a pre-implant balloon aortic valvuloplasty (pre-bav) was performed with a unspecified 20mm balloon. The valve was implanted successfully at a depth of 4mm on the non-coronary cusp (ncc) and 5mm on the left-coronary cusp (lcc). Under echocardiogram (echo), the gradient was observed to be 3 mmhg with a trace amount perivalvular leak (pvl). Aortic root angiogram showed patent coronary arteries. Flexnav ds was removed and preclosure was completed. Post-angiogram of rfa, the patient received protamine after which their rhythm changed to st elevation, and subsequently anterior akinesia observed through echo. After a guide catheter was brought up to the left main (lm) coronary artery ostium, an acute coronary occlusion was confirmed with an angiogram. Percutaneous coronary intervention (pci) was performed to resolve the event but the patient had a reperfusion injury and went into ventricular fibrillation (vf). Defibrillation was administered to the patient and restored normal sinus rhythm (nsr) and was stabilized. The physician believes that the native leaflet might have caused the coronary obstruction but doesn't believe the patient or user experienced any adverse health consequences due to the performance of the product. The patient status was reported to have been admitted to the hospital as an in-patient.